Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hypoglycemia. Blood glucose level was 48 mg/dl. Customer declined to troubleshooting for low blood glucose. Customer reported that the auto mode was not active. Customer treated with carbohydrates. Insulin pump will not be returned for analysis.